Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and corrections to b3, g2, and h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus and evaluated, and the broken optics was confirmed. Based on the results of the investigation, the root cause was due to a fault pattern which most likely attributable to the use of excessive force by the customer. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus that a telescope was sent for repair due to broken optics. There was no injury or health damage due to the reported event.

Manufacturer narrative:
The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.